Event description:
The customer contacted philips healthcare to report that there was ECG interference on the waveform from this defibrillator. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).